Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. It was noted that the device had a cracked enclosure and tank cover, as well as a damaged pcb. Visual inspection of the device was able to confirm the reported event. There was a crack near the drain valve. The enclosure was replaced to address the reported event. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a crack on the drain valve was observed during testing. There was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. It was noted that the device had a cracked enclosure and tank cover, as well as a damaged pcb. Visual inspection of the device was able to confirm the reported event. There was a crack near the drain valve. The enclosure was replaced to address the reported event. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a crack on the drain valve was observed during testing. There was no patient involvement reported.